Event description:
Pt underwent right total knee arthroplasty in 2000. In 2006, pt was admitted to the hosp and went to operating room. Operation performed was right total knee revision. The femoral component and tibial tunnel were revised and the tibial insert was replaced. Preoperative and postoperative diagnosis was failed right total knee replacement secondary to aseptic loosening and osteolysis.